Event description:
Medical record reviewed on 3/16/00. Pt was involved in mva and had subsequent right femur fracture. Pt underwent intermedullary nailing to right femur. Per the operative report "after moving the drill back and forth, we noted that the drill tip had broken off in the proximal femur. The implant representatives were in the or and we immediately brought this to their attention." Drill bit was left in femur. Pt tolerated procedure well. Pt was discharged to home 2 days later.